Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a post-procedure follow-up. After multiple attempts, the pacemaker failed to interrogate and the left ventricular lead exhibited loss of capture. On (B)(6) 2018, the physician explanted and replaced the device. The lead was repositioned during the same procedure. The patient was stable post-procedure.